Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, a patient underwent an aortic valve replacement (avr) and had a 21mm trifecta¿ gt valve placed, and a tricuspid annuloplasty (tap) procedure with pulmonary vein isolation (pvi) procedure. The patient was seen (B)(6) 2021 in which the patient present with increasing pressure gradients. Aortic stenosis (as) was suspected and the patient began developing subjective symptoms (B)(6) 2021. On (B)(6) 2022 the patient underwent a redo avr and full replacement of their ascending aorta. A 23mm sjm regent heart valve w/flex cuff was implanted for replacement. Upon explant of the 21mm trifecta¿ gt valve the user commented that the leaflet in the left coronary cusp (lcc) position appeared "dented" and appeared to interfere with blood flow. This may have been the cause of the increasing pressure gradient. Furthermore, a leaflet tear was confirmed and the physician believes the tear had developed from the stent post pannus was observed on the inflow surface of the valve and no calcification was appreciated on the leaflet. In the physicians opinion, the leaflets tear was from the stent post which resulted in the valves structural valve deterioration (svd). The patient was reported to be stable after surgery. No additional information has been provided.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. Explant due to increasing pressure gradients was reported. The investigation found that leaflets 1 and 3 were torn and that there was circumferential pannus ingrowth on the inflow surface. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site, which could have contributed to the formation of the tear.